Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was leaking from multiple cartridges at the luer lock. Customer reported blood glucose (bg) levels were running high; however, no specific bg values were provided. A manual injection was delivered to address bg levels. Customer was able to successfully load a new cartridge onto the pump.